Event description:
The customer reported the olympus balloon fell off an unknown bronchoscope during a procedure and required intervention to retrieve the balloon with forceps. No additional information available at this time. Additional information is being requested. This event includes 2 reports: patient identifier (B)(6): unknown bronchoscope. Patient identifier (B)(6): maj-1351 balloon. This is report 1 of 2 for patient identifier (B)(6): unknown bronchoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00405. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the reported events since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.